Event description:
Procedure type: cardiac surgery. According to the reporter: (B)(4): 4 neonatal pts. The customer complains that during the last three weeks of may, there were four skin infections after cardiac surgeries in four different neonatal pts. The four of them are in observation at present time. These four pts have been operated using manual suture (non covidien one) for the inner closing and covidien skin staples for the external closure. Seven days after the surgery, when removing the wound dressing, all levels of the wound were open up to the aponeurosis. The hosp does not know whether the problem is the manual sutures, the skin stapler or simply that normally this type of pts normally have immuno-compromised issues. Add'l info requested via email.

Manufacturer narrative:
(B)(4).